Event description:
Cracking of luer activated valve reported. Info received from abbott intl affiliate, abbott australasia, states: "when used with braun extension set, the lav valve cracked causing total parenteral nutrition, lipid, and blood to leak. Set needed to be changed. Intravenous fluids restarted. Intravenous fluids set replaced and intravenous fluids line relocated. No adverse outcome. Neonate child. Hosp will not provide any further info." No further info available.